Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states the pump alarmed for motor error. The customer's blood glucose level at the time of incident was 479mg/dl. The customer treated for the highs with bolus. Troubleshoot was conducted and the pump for motor error during displacement test. The customer was advised the ump would be replaced and returned for analysis. The customer declined to troubleshoot for the highs.

Manufacturer narrative:
The pump failed the displacement test, and a motor position encoder error alarm was confirmed in the alarm history screen. A motor error alarm was noted during the rewind due to an out of phase motor encoder. Unable to complete the functional testing due to the motor error alarm. The pump was received with a stripped battery cap coin slot, cracked battery tube threads, a cracked case on the display window corners, a cracked lcd window, a cracked reservoir tube lip, and a cracked belt clip slot.